Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump displayed a malfunction code that was resettable, and technical support provided assistance to reset the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to contact support if any issues reappeared.